Event description:
A customer reported to a surgical equipment specialist that during phacoemulsification, the console indicated occlusion. Following the advisory, a whitish-colored foreign material flowed into the eye from the aspiration port. The foreign material was removed by irrigation-aspiration. The balanced tip and sleeve were replaced with a new one and the case was completed. There was no report of harm to the pt.

Manufacturer narrative:
A sample has been requested for eval, but has not yet been received by the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).